Manufacturer narrative:
(B)(4). Date sent: 9/21/2017. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following information was requested but unavailable: did the tissue pad piece fall into the patient? If yes, was it retrieved?

Event description:
It was reported that during an unknown procedure, the tissue pad piece was missing. The piece was missing during the procedure. Changed to another one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4).batch# p91x6m. Device analysis: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.